Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation. Failure analysis - the mlx 300w xenon lightsource was received in used condition. During the evaluation, it was noted that the fan, ac entry and ac ferrite had physical damage, and lamp would not ignite. The power supply unit (psu) needed the psu upgrade. The psu, lamp, ac entry module. Ac ferrite assembly, and fan were replaced to correct these issues. Evaluation and function tests were performed and the mlx passed all tests. Root cause - the reported complaint was confirmed. The issue of the fan for this 00mlx unit malfunctioning is most likely due to rough handling/environmental damage. Service and repair did not report any signs of burning or scorching to the unit. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
N/a.

Event description:
It was reported that the fan of the mlx 300w xenon lightsource (00mlx) was roaring and emitting a burning smell. There was no patient involvement, thus no injury, death, or surgical delay was reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.